Event description:
The report received from the affiliate indicated that during a percutaneous coronary intervention (pci) after pre-dilating, the physician experienced tracking difficulty while advancing the cypher 2.5 x 18 mm stent delivery system (sds) to the target lesion and was not able to cross/access the lesion. Several attempts were made without success. The cypher sds was removed from the pt and inspected. The physician reported that the stent had shifted distally on the sds. The product was not used further. The lesion was pre-dilated again and a new cypher 2.5 x 18 mm stent was implanted successfully at the intended target lesion without difficulty. The procedure was completed successfully. Ther was no reported pt injury. The physician's comment regarding the event was that because there was a flare of the distal stent strut, there was a possibility the stent may have moved distally on the sds while it was being pulled back into the guiding catheter. Ther was no reported pt injury. The target lesion was the distal circumflex. The lesion was reported to be: de novo, moderately calcified, not tortuous, and a 99% stenosis. The lesion was pre-dilated with a falcon 1.0 x 10 mm balloon catheter and an apex 2.5 x 12 mm balloon catheter.

Manufacturer narrative:
The product was inspected prior to use and appeared to be normal. The product was prepped properly according to the instructions for use (IFU) and no problems were noted. No add'l info was available. The product is available for eval and testing. However, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt. Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.